Event description:
It was reported that during a percutaneous coronary intervention procedure, a tear was noted in the quantum maverick monorail balloon. The lesion was located in the mid left anterior descending artery. Inflation reached 12 atms, however, the balloon did not inflate. The number of inflations performed and to what atms is unknown. The physician withdrew the balloon from the patient and observed that the balloon was torn. The procedure was successfully completed with another quantum maverick balloon. No patient injuries or complications were reported. Patient status is reported as "satisfactory". Additional information regarding this event has been requested.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.